Manufacturer narrative:
Investigation evaluation: the device was returned with the clip already deployed. The clip was not included in the return. A close visual inspection of the distal end of the deployment catheter was conducted and revealed significant damage to the clip securing component. It is not known how or what caused the damage. The device will be returned to the supplier for further evaluation. A follow up report will be generated once the approved supplier's evaluation is received. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we cannot adequately determine a root cause at this time because the investigation is still in process at our approved supplier. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopy procedure, the physician used a cook instinct endoscopic hemoclip. The nurse assisting with the procedure is experienced in the use of instinct as is [the physician]. The instinct clip was closed on the musosa but would not deploy. As the clip would not detach, [the physician] decided to pull it off the mucosa. During this [removal of the clip from the mucosa], the clip did come away from the sheath [detached in the closed position] but there was a small part of the clip or sheath that came away as well [was left on the sheath, did not detach in the patient]. This [portion] was retained for investigation.

Manufacturer narrative:
Investigation evaluation: the device was returned with the clip already deployed. The clip was not included in the return. A close visual inspection of the distal end of the deployment catheter was conducted and revealed significant damage to the coil catheter. The coil catheter is one of the components that secures the deployable clip to the deployment catheter until deployment is completed. It is not known how or what caused the damage. On 12/22/2015 the supplier provided the following information: functional test for opening and closing of the clip could not be performed due to the damaged condition of the device. As received, the clip has been deployed and a significant amount of mechanical force damage has been sustained by the coil catheter. It is evident that excessive force has been applied to the device, which can be concluded due to the visible dent marks, bent tabs, deformed components and their sheared edges. The coil catheter has been completely destroyed and the tabs are visibly bent towards the proximal end on the piece that is still attached to the coiled cable. The device history records for packaging work orders and assembly orders were reviewed. The assembly orders for the device in question were manufactured in august of 2015. One device was rejected during manufacturing for ¿will not open¿. No other relevant defects were noted. All other devices met quality control requirements at the time of manufacture. The device as returned was deployed and severely damaged. It is unknown how or when the device sustained this damage. No corrective action will be taken at this time for this issue. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the coil catheter of this device has been severely damaged. It is unknown how or when such damaged occurred, however, such damage could result in difficulty in fully deploying the clip as the hook of the drive wire could no longer be fully pulled out of the clip. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.